Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No performance failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving variable readings. States he was getting 170 with our meter and 96 with the bayer then 5 mins later he took it again with ours and got 170 and 80 with his bayer. States he took insulin because of such high readings and believes there is something wrong with meter. States he is doing right technique and storing strips properly. Controls not used. Replacing product.